Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the lamp was replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on august 30, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the tabletop lamp would not ignite. Additional information has been requested.